Manufacturer narrative:
Concomitant medical products: 6996sq58 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heart rates that were bradycardic and was admitted to the emergency room (ER). The right ventricular (rv) lead was found to have t-wave oversensing (twos) resulting in the patient¿s low heart rate. The right atrial (ra) lead was found to have far field r-wave (ffrw) oversensing which also attributed to the patient¿s low heart rate. The patient was scheduled for further evaluation and possible programming changes. The leads remain in use. No further patient complications have been reported as a result of this event.